Event description:
Customer reportedly obtained results of 102mg/dl, 177mg/dl, and 85mg/dl on the compact system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Info suggests comparison performed in the home.